Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure; the device fired four or five times but the clips were found irregular. The procedure was completed using same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # k90w4m. Conclusion: the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed four scissored clips and it ejected eight clips; finally, the device locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. No conclusion could be reached as to what may have caused the scissored clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.